Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The sigma partial instrument set was opened by the theatre staff by mistake for the 1st case. The sales representative then proceeded to use the instruments for a demonstration before opening the 2nd set for the 3rd patient on the list. The tibial stylus was jammed into a fixed position and it was impossible to rotate from slotted to non-slotted, and use either the 4mm of 7mm resection ends.